Event description:
The bd test strips have an extremely high rate of failure which results in "e-3" errors and the test will not finish with valid results. Info on the bd website about the product recall. Now, along with frustration and inconvience over bad results the consumer has to pay for strips which just fail. At a price of $0.50 per strip these failures add up quickly. Reporter has been a diabetic for 20 years and has never had a problem with a glucose test meter or test strips before now. In the six months reporter used the bd test meter and strips. They've had constant failures, phone calls to customer support and frequent fustration over this problem.